Event description:
Unomedical reference number (B)(4) . Event occurred in the united states. On (B)(6) 2024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion for 10 infusion sets. Patient blood glucose at the time of issue was reported as high and patient took correction injection via mdi to address high bg. The site of insertion was abdomen. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information.

Manufacturer narrative:
Initial and final MDR 1910171 - MDR 3003442380-2024-13722 - device 1 of 10.